Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow, down arrow and ok keypad buttons were intermittently delayed in response. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump in a pouch and cleaned the pump with cotton balls. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and had normal spring back and click; the complaint could not be confirmed or duplicated. During investigation, evidence of contamination was found under the up and down key contacts.